Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level. Customer¿s blood glucose level was 27 mmo/l. Customer was treated with insulin drip. Customer was not using auto mode. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose difference. The insulin pump will be returned for analysis.